Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the insulin pump alarmed sensor signal not found right after new sensor was installed. The customer stated he removed the sensor as the alert sensor signal not found was still present and the sensor electrode was missing.